Event description:
While performing on-site service for the device, it was identified by the philips field service engineer (fse) that the unit would power on and off unexpectedly. The device was not in use on a patient.